Event description:
Consumer stated his 13 yr old son is a diabetic and has been using b&d single use syringes in combination w/auto inject...2 and 3 yrs ago they had a problem w/syringe breaking and needle becoming embedded into his sons leg. The most recent episode was two weeks ago, this time consumer did not send b&d the syringe. Complainant did not take his son to physician, he removed needle from leg. 3 yrs ago consumer was told by b&d rep that they should not be using the auto ject with their syringes but that he should be using b&d's. Consumer is in the med supply distributing business and stated his son just can not self inject and is more comfortable using the auto inject sys, which was purchased 1 yr ago and he rec'd 90 day supply of b&d syringes. Complainant feels firm is not concerned and they should print a warning statement on syringes.